Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was in a nursing home, during a merlin.net transmission, the pulse generator indicated backup vvi mode. After a device download the device resumed normal function. No patient symptoms were reported.